Manufacturer narrative:
Block h6: medical device problem code a010402 captures the reportable event of stent migration. Impact code f2301 captures the additional intervention required to remove the migrated stent. Block h10: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. The stent was received deployed and fully expanded. Media inspection was performed and the video showed the stent was being pulled out and there was evidence of patient cough and discomfort. No other issues were noted to the stent. The reported event of stent migration could not be confirmed; the failure occurred during the procedure and could not be functionally/visually verified. It is possible that handling and manipulation of the device, the anatomy of the patient, procedural factors or the technique of the physician could have led to the discomfort and cough of the patient. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/ product label. Additionally, stent migration is a known adverse event related to the use of the device. The reported adverse event is known and documented in the manufacturer's labeling. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on november 16, 2021 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a 30 mm malignant tracheal stenosis during a bronchoscopy procedure under general anesthesia performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. On (B)(6) 2021, post stent placement, the patient presented with expectoration and lung discomfort. Bronchoscopy was performed and it was noted that the stent migrated to the carina. The stent was removed from the patient using forceps and the procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a 30 mm malignant tracheal stenosis during a bronchoscopy procedure under general anesthesia performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. On (B)(6) 2021, post stent placement, the patient presented with expectoration and lung discomfort. Bronchoscopy was performed and it was noted that the stent migrated to the carina. The stent was removed from the patient using forceps and the procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be stable.